Event description:
On (B)(6) 2005, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component were implanted in the pt. On (B)(6) 2005, the pt was admitted as a contained rupture pt. CT images revealed an infected graft. The physician intervened and performed an axillary bifemoral bypass, after explanting the gore devices. Pt was discharged on (B)(6) 2006.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l device implanted in pt: contralateral leg component (pxc121000/043010115).